Event description:
The account alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found that the some of the side rail parts were rusted. The technician replaced the side rail latch, latch pin, e-ring and spring to resolve the issue.